Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320 which was not reproduced. The device was tested and no malfunction could be identified. System error 320 was confirmed through the event history log. The evaluation was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced.

Event description:
It was reported that a spectrum pump displayed system error 320 during patient care. It was also reported there was no patient injury.